Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Wife called to report death of husband. The last recorded blood glucose reading was 495 mg/dl. The cause of death was cardiac arrest. Customer was also having a stroke. Customer was wearing the insulin pump at the time of death. Nothing further reported.